Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As reported in the initial MDR, the user facility reported to olympus that the result of routine culture test was positive. The device was returned to olympus ireland. The user then contacted an olympus ireland representative on february 8, 2021 to inform that the device was not cultured in a proper manner and they wanted the device back to the facility for another test. The device was shipped from olympus ireland on february 26, 2021 at the request of the user. The user facility conducted a second culture test of the device after 10 hours of deep seep and two intensive washes. According to the result of the second culture test provided by the user facility on (B)(6) 2021, the sample collected from the device tested positive for unspecified microbes (<1 cfu/100ml) at 30. As a result, the device was not returned to olympus after the second culture test and the user facility did not provide any information about the reprocessing method. Also, olympus could not investigate the device because it was not returned to olympus. Based on the above, omsc determined that the reported event was caused by an error in the sample collection performed by the user facility. Similar cases have occurred in the past at the user facility. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that as a result of routine microbiological testing by the user facility, the device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number, the type of microbes and the reprocessing method. There was no report of infection associated with this report.